Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to the ilet system experienced intermittent communication and pairing failures, resulting in signal loss to the ilet while the dexcom app showed the sensor attempting to pair; the issue was addressed through troubleshooting and education, and glucose readings subsequently displayed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure involving the electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.